Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased. Boston scientific technical services (ts) stated the device being a part of an advisory and recommended a replacement. The device remains in service. No additional adverse patient effects were reported. No additional information is available at the moment.

Manufacturer narrative:
Observation: the serial number for this device is unknown. No additional information is available at the moment. D4. Serial number.